Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels which resulted in going to the emergency room. Customer's blood glucose level at the time of incident was over 300 mg/dl. Customer advised they did not properly change their site as the cannula laid against their body as opposed to being inserted into the body. Customer was wearing the insulin pump when admitted into the emergency room. Customer was put on IV fluids when hospital staff realized the insulin pump was not inserted in the body.